Event description:
It was reported that the patient with this artificial urinary sphincter experienced erosion. The cuff was explanted and the pump and balloon remained temporarily in situ. A new aus was subsequently implanted. No further patient complications were reported.